Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, on a vessel stapling, the stapler was able to fire, there was poor staple formation, the staples did not apply properly. Hemostatic titanium clips were used to control the bleeding.